Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk; unable to perform the a21 error test, prime test, excessive no delivery test and occlusion test due to motor error; unable to verify e70 alarm in the alarm history due to history file over written with a47 alarms due to a corrupted history file. The insulin pump passed the displacement test. The insulin pump was received with normal operating current and passed self test and off no power test. The motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The customer's blood glucose reading was 241 mg/dl at the time of incident. Troubleshooting found that the drive support cap was normal. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.